Manufacturer narrative:
Film evaluation summary review of pre-implant 3d recon report revealed that the patient had a 65.4x69.3 mm max diameter infrarenal abdominal aortic aneurysm. The lowest renal is on the left side. The infrarenal aortic neck to the mid aneurysm sac was angulated ~ 30 deg r-l, and the aneurysm sac to the distal aorta was angulated ~ 70 deg l-r. The aortic neck was heavily calcified. The distal aorta and the aortic bifurcate were also heavily calcified. The infrarenal aortic neck diameter ranged from 24.9-27.3-23.3 mm along a 35.7 mm length. The distal aorta diameter measured ~ 18.4 mm. The right common iliac artery diameter measured 13.1-13.8 mm. The left common iliac artery diameter measured 11.9-16.6 mm. Review of 2-yrs and 3-months post-implant cta¿s revealed that the patient had an endurant iis stent graft system implanted. The bifurcate was positioned with the top of the graft fabric just below the left renal artery. The contra gate opened on the left side. The contra limb was implanted into the contra gate with ~ 3 cm overlap, crossed the ipsi limb, and was extended into the right common iliac artery. The ipsi limb of the bifurcate was extended with another limb into the left common iliac artery. The bifurcate main body to the limb were angulated ~ 50 deg l-r and 30 deg a-p. The proximal bifurcate od measured ~ 28 mm, and at 2 cm below was 30x32 mm. A large piece of calcification was seen on the right/anterior wall of the infrarenal aortic neck. Contrast was seen outside of the bifurcate main body along the right/anterior side, at the proximal aneurysm sac. The source of the contrast was most likely from a proximal type I endoleak. The distal aorta was heavily calcified as well. The limbs were patent. No obvious stent graft compression or kinks were observed. No other obvious stent graft issues were observed. The max aaa diameter measured ~ 9.5 x 15 cm. The exact cause of events could not be conclusively determined from the films provided. Films at implant were not provided for review and comparison. The films provided confirmed that contrast was seen outside of the bifurcate main body along the right/anterior side, at the proximal aneurysm sac. The source of this contrast was most likely from a proximal type I endoleak. The films provided also confirmed that there was a large piece of calcium on the right/anterior side of the infrarenal aortic neck. It is possible that the heavy calcification in the aortic neck may have contributed to the events. Films at the secondary intervention and films that showed the resolution of the events were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The CT revealed that there was a proximal type I endoleak. Currently, the aneurysm is 9 cm x 15 cm. The physician elected to implant an endurant aortic cuff up to the right renal artery and the left renal was snorkeled with another manufacturer's stent. Post cuff/snorkel procedure there was very late filling of the proximal type I endoleak showing significant improvement. The physician felt it has a good chance to thrombosis and the patient will be rescanned in a couple days. It was then reported that the event had resolved. Per the physician, the cause of the event was related to the patient's anatomy of short aortic seal zone with calcium. No additional clinical sequelae were reported and the patient will be monitored by their physician.